Manufacturer narrative:
Leak testing of the returned introducer confirmed no leaks or aspiration through the sideport. Microscopic examination of the internal seal revealed no damage. The cause for the reported leak could not be confirmed. Date report submitted to FDA by manufacturer: 08/13/2010. Date the initial reporter provided the information to the manufacturer: (B)(4) 2010. The following dates are estimated.

Event description:
It was reported that air bubbles were observed on the arm of the stopcock valve when the physician attempted to flush the sheath.